Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. The patient was asymptomatic. It was noted that the noise was not reproducible, there were no other electrical anomalies, and there were no known sources of electro-magnetic interference. No further information was reported.

Event description:
New information on 7/19/18 stated that the lead was capped and replaced during an unrelated procedure. No further information was available.

Event description:
New information notes that programming modifications were performed on the lead in (B)(6) 2017; however, the lead noise has since become worse. It was noted that the cause of the noise was due to an insulation anomaly. The patient was asymptomatic. Programming modifications were performed. Lead revision procedure was discussed. No further intervention was reported. The patient's condition was stable.